Event description:
A customer reported that the mobi piston's malfunction led them to believe it was not delivering insulin adequately, as the gear train noise sounded slower on the second or third day, coupled with delayed drops during tubing fill. There was no reported adverse impact to the customer¿s blood glucose level. To resolve the matter, the customer started replacing the cartridge on the second day and tandem technical support approved a pump replacement, as the customer expressed concerns about their safety using the device.